Event description:
It was reported that a hindfoot arthrodesis nail was removed due to a patient infection. The surgeon believed that there was no correlation between the han and the infection. The surgeon stated that he filled the canal with vanco beads and based on testing, there was no active infection anymore. This report is for an unknown nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.